Event description:
(B)(6) 2025 patient called clinic with complaints of batteries not holding charge. Patient arrived at the clinic on (B)(6) 2025 with noted damaged to 2 batteries. The 2 damaged batteries replaced and all connectors cleaned on battery charger and all batteries.